Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. A patient experienced impedance issues preventing MRI mode was reported to abbott. As a result, the lead was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing high impedance issues and was unable to have an MRI. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.